Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4968-25 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the trans-venous superior vena cava (svc) lead alerted for high and rising impedance. A chest x-ray was performed and it was noted that the lead had a possible fracture or separation at the distal end. It was also noted that the lead was used off-use and subcutaneously tunneled pre-pectoral position. The end cap was used to suture the lead to the pectoral fascia. The lead currently remains in use until defibrillation threshold testing can be completed to assess true impedance. No patient complications have been reported as a result of this event.